Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: on examination, the keypad was intact without damage. The bolus button cover and plug were noted to be detached from the pump, exposing the external contact. There was no contamination of the external contact noted. Testing confirmed the up arrow, down arrow, ok and contrast buttons were responsive to button presses and were functional. The buttons had normal spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of any of the components inside the pump. Unrelated to the original complaint, the display screen was dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue. Also unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad extending down to the primary seal. Investigation was unable to confirm or duplicate the original complaint of unresponsive keypad buttons.

Manufacturer narrative:
(B)(6) . The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.